Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during use, the unit displayed readings of 70 spo2 and 200 bpm. The customer called the emergency hotline for a potential cardiac arrest because the readings on the oximeter were alarmingly low. When the emts arrived, the patient was fine, but the readings were still low. The responder's oximeter showed spo2 at 99% and a heart rate (hr) of 140, while the customer's device showed spo2 in the 70s and hr in the 200s with multiple probes, frequently dropping to 0 before rising again. Sensors and the unit were swapped to isolate the issue. No error codes were displayed. An adhesive was used to hold the sensor in place. There was no patient injury.